Event description:
Medtronic received information that this aortic bioprosthetic valve exhibited a gradient of 5mm/hg 28 months after implant and appeared to have a bicuspid leaflet on echocardiogram. The implanting facility requested an echocardiogram overread analysis from medtronic but did not provide the echocardiogram data for review. The valve remained implanted with no reported adverse patient effects. Subsequent information was received one year later that a cardiac catheterization was performed the day after the overread request. The catheterization revealed aortic regurgitation without any pulmonary artery disease. The patient expired one day later due to heart complications. The patient¿s spouse alleged that this device was defective.

Manufacturer narrative:
To date, neither the echocardiogram nor additional information has been made available and the device has not been returned for analysis. The device history record was reviewed at the time of the original complaint and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code.